Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 5.0 cm diameter saccular thoracic aneurysm in mid descending thoracic aorta. A cut down of left groin was performed. The 36x36x150 valiant captiva stent graft would not track through the calcified left external iliac. The physician chose to implant an endurant 13x13x82 stent graft to realign existing left common iliac aortic graft and balloon. Also physician chose to extend the calcified left external iliac artery. Also physician chose to extend that graft with an endurant 16x10x124. After ballooning, physician chose to place a 10x38 icast covered stent to enlarge left external iliac at a focal stenosis. The valiant captivia was attempted to be inserted again; however, it would not advance through the icast stent, so physician chose to expose this area through a retroperineal cutdown/exposure. The vessel were paper thin and calcified, so physician chose to extend current iliac covered stents with an endurant 16x10x156. Once these were implanted, the physician chose to deliver the valiant captivia stent graft directly through the left external iliac artery. The thoracic graft was delivered successfully to the descending thoracic aneurysm without difficulty. It was reported that during the repair to the left calcified external iliac, the patient experienced cardiac issues and expired on 2015-(B)(6). The physician did not state what the cause of the event was. The patient had a prior endograft repair of abdominal aortic aneurysm with another manufacturer's device.

Manufacturer narrative:
(B)(4).